Event description:
It was reported by a healthcare professional in the netherlands that during a knee arthroscopy procedure on (B)(6) 2024 that lasted for 23 minutes, a vapr tripolar 90 suction electrode device was used. According to the report, after 48 hours, burns were visible on the outside of the patient's knee when the bandage was removed. It was reported that the patient's wound was treated and healed nicely. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The lot number was unknown. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary : the product has not returned to depuy synthes mitek, however photos were provided for review. ((B)(4)). The photo provided does not capture the device. It only shows the patient's leg condition. The overall complaint was unconfirmed as there is no indication that the vapr tripolar 90 suction elect would contribute to the complained patient experience. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.